Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 39 events were reported for this quarter. Product return status: 39 devices were evaluated based on historical data analysis. Additional information: 39 devices were not labeled for single-use. 39 devices were not reprocessed or reused.

Event description:
This report summarizes 39 malfunction events in which the device reportedly overheated. 29 events had the problem identified during a non-clinical procedure; there was no patient involvement. 10 events had patient involvement: no patient impact.